Event description:
It was reported that an unspecified access set leaked. Additionally, during an unspecified patient infusion, an unspecified pump was alarming bubbles detected. Upon further inspection, a leak was observed from the patient line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d10: concomitant product : fentanyl (previously submitted as unspecified solution). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h10. H10: correction: this report is a duplicate of manufacturer report number 1416980-2022-02195. All information can be found under manufacturer report number 1416980-2022-02195. Should additional relevant information become available, a supplemental report will be submitted.